Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).

Event description:
The customer reported multiple total beta human chorionic gonadotrophin (tbhcg) calibration failures involving the unicel dxc 600i synchron access clinical system. The customer had not analyzed any patient samples at the time of the event. No patient results were generated. There was no patient impact associated with this event. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the instrument. A beckman coulter field service engineer (fse) performed troubleshooting with the customer through the telephone. During troubleshooting, it was discovered the tubing fittings on top of the substrate bottle were loose. The customer replaced the substrate bottle, tightened the fittings and noted system check passed without any issues. The customer also completed calibration and quality control (qc) with acceptable results. The instrument was returned to normal operation.